Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a vega ps+ gliding surface t3/3+ 10mm (part # nx230) was implanted on a unspecified date. According to the complainant a revision surgery was necessary due to postoperative device interaction problem. The revision was planned for (B)(6) 2024. The polyethylene component would be removed and replaced. Additional information was not provided but has been requested. The adverse event is filed under aic reference (B)(4).